Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an isolated out of range impedance measurement greater than 2,000 ohms. Additionally, there was noise on the lv channel with isometrics. The patient was evaluated in the clinic and the impedances were out of range in the tip to ring and ring to can configurations. However, in tip to can the impedances were 665 ohms with normal threshold and sensing therefore, the lead configuration was changed. The physician plans to monitor the patient on latitude. There was no surgical intervention at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the lead displayed loss of ventricular capture which lead to asystole of less than two seconds for the patient. The lead was also oversensing the previously reported noise. The patient was seen for a lead revision procedure where the lead was surgically abandoned and the device was explanted. There were no adverse patient effects reported.

Event description:
Additional information indicates that this lead continues to exhibit out of range impedance measurements. The lv tip to can configuration is now also out of range. The patient was tested and all configuration except for lv tip to right ventricular (rv) coil were high. The lv capure is good and the pacing percentage remains high so there is no oversensing. The physician plans to continue to monitor this lead.